Event description:
This is a case report received by baxter. The customer reported that the accusol bags developed a milk white precipitation. The precipitation was noticed after the pre and post dilution pumps. The time the patient was on the treatment before the event was noticed was not clearly identified. After the precipitation was noticed therapy was stopped and new tubing and solutions were set up and therapy was restarted. No medication was injected into the accusol bags. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
It was reported that a xience stent was implanted in an unspecified vessel approximately 18 months ago. The pt has been diagnosed with leukemia and reports that the xience stent may be related to the leukemia. Reportedly, the pt's cardiologist stated that the stent is not related to the pt's leukemia. Though requested, additional info has not been provided.

Manufacturer narrative:
(B)(4). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was not provided. A follow up report will be submitted with all relevant info.